Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a motor error alarm on the insulin pump. Customer stated that she was prompted to calibrate when the insulin pump was in rewind mode. Customer does use the sensor feature and they were able to complete the rewind sequence. Customer also received a threshold suspend alert. Customer stated that their blood glucose reading was around 50 mg/dl to 68 mg/dl and the insulin pump was alarming threshold suspend at 70 mg/dl. Customer stated that they have a history of going low at night and have asked their doctor to adjust their settings. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.